Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The iol was damaged and this damage was not mentioned by the customer. Additional observations were as follows: iol returned positioned incorrectly in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn at the gusset area and is partially adhered. The other haptic is adhered to the optic surface in a folded position. The iol met specifications when dimensionally measured for edge thickness and plan view. We are unable to determine the root cause for the reported complaint "capsular tear" . The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. The dimensions of the lens were tested using an approved template and results show the lens dimensions to be within specification. Based on the results from the product and batch history record, the product met release criteria. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a capsular tear with intraocular lens (iol). Additional information was requested.